Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material came out of the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that there was deformation on the section of the device with the foreign material. It is unknown if the reprocessing was implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. ¿ the instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. Additional findings include the following: water tightness is lost due to pinhole in the channel tube, the adhesives around the light guide lens had a white-clouded area, the adhesive around the light guide lens was peeled, the light guide lens had a crack, the adhesives around the objective lens had a white-clouded area / was peeled, the forceps channel port was shaved, the color ring had a crack, the paint on the air / water cylinder was peeled, the paint on the suction cylinder was peeled, the connecting tube had a wrinkle, switch 1 had a cut, the electrical connector was dirty due to water leakage, the scope connector was dirty due to water leakage, the scope cover was dirty due to water leakage, the control unit was dirty due to water leakage, the water removal ability did not meet the standard value due to the clogging of the nozzle, the adhesive on the bending section cover had a white-clouded area / chip, the play of the up / down knob was out of the standard value due to wear of the angle wire, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, water tightness was lost due to a cut on switch 1, the universal cord was sticky, the image had roughness due to damage on the charged coupled device unit, the connecting tube had a scratch, and the bending section cover had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a defective button 1. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.